Event description:
It was reported that the pacemaker dependent patient presented for a generator change procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited episodes of noise. The ra lead was capped and replaced on 08sep2025. The patient was in stable condition.